Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture grade IV and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported textured implant exchange. Later physician reported right breast capsulectomy- bakers IV with silent rupture, macrotextured. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, wear abrasion, white particles calcification -like in device outer surface and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp and stress marks. Based on the device analysis the final assessment is: -one opening crease sharp in the side posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.10.,g.1., h.3., h.6.

Event description:
Physician reported textured implant exchange. Later physician reported right breast capsulectomy- bakers IV with silent rupture, macrotextured. The device has been explanted.